Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -7.50/1.5/014 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive suprise was observed, the surgeon decided to do a repositioning of the lens (19 degrees ccw). Post surgery results are pending at the time of this report. If additional information is received a supplemental medwatch report will be submitted. Patent is fine at the moment, struggling with rx due to refractive suprise. It was reported that the cause of event was user error. Surgeon used the wrong axis of the rx.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reporter indicated that the lens was repositioned on (B)(6) 2019, "stable refraction after repositioning." And the problem was resolved. Patient code additional information: 3191 - secondary surgical intervention, repositioning. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 12.6mm vticm5_12.6 -7.50/1.5/014 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) -2018. Refractive surprise was observed. It was reported that the surgeon used the wrong axis of the rx. On (B)(6) 2018, reporter stated: "patient conditions are not bad, but the ucva is only 20/25 because of the refractive surprise". On (B)(6) 2018 it was stated: "patient is fine-at the moment, he's only a bit struggling with his rx on os (because of refractive surprise)". The surgeon plans to do a repositioning of the lens (19 degrees ccw). If additional information is received, a supplemental medwatch report will be submitted. (B)(4). "The rotation has not been done due time problems of the patient, yet it is planned for mid of december". If additional information is received, a supplemental medwatch report will be submitted. Claim# (B)(4).